Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure expelled from left tube") in a 34-year-old female patient who had essure (batch no. C55836) inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017: essure expelled from left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure expelled from left tube") in a (B)(6) female patient who had essure (batch no. C55836) inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure expelled from left tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.